Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed as the complaint device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. The hemostatic value on the vizigo was bleeding from hemostatic valve and contaminated with air. Bleeding from hemostatic valve, contaminated with air. Prevoltage map was created in prn and confirmed when prn was removed from the sheath. When the prn was removed and the hemostatic valve was checked, the thrombus was attached to the valve. The vial was sucked from the three-way stopcock with a syringe. When the vial was to be used again, air was found in the vial. The vial was sucked again with a syringe. When the hemostatic valve was checked before inserting the catheter, some reversed blood was observed from the hemostatic valve. At the discretion of the doctor, the product was used as is. Both procedures were subsequently completed without any problems. The procedure was completed without patient's consequence. The thrombus/clot is MDR-reportable. The hemostatic valve separation is MDR-reportable.